Event description:
The account stated that the cell-dyn sapphire is generating erratic platelet results on a patient sample. The initial platelet result was 12 k/ul and the retest result was 200 k/ul. The result was not reported out of the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: issue related to instrument maintenance, i.e.. Calibration. On (B)(6) 2008, (B)(6) reported discrepant platelet (plt) results with the cell-dyn sapphire instrument. The customer reported that a patient sample was run and the plt gave a result of 12 k/ul. Upon repeat, the result was 200 k/ul. The erroneous result was not released. The customer requested field service representative (fsr) assistance for issue resolution. On (B)(6) 2008, the fsr suggested to the customer to change the peri-pump tubing and perform maintenance. The customer technical advocate (cta) was to follow-up with the customer later. On (B)(6) 2008, the cta followed-up with the customer that stated that apparently the population was not falling between the two lines; it was rather below. The customer stated that the impedance values were correct and that calibration was performed on the instrument the day before. The customer stated that there was no longer a plt issue. A review of service tickets for this instrument from (B)(6) 2008 through (B)(6) 2009 showed that no others issues related to discrepant plt results have occurred. The cell-dyn sapphire system operators manual, list number 08h10-01, revision d, under section 10, troubleshooting and diagnostics, troubleshooting data-related problems, pages 10-121 through 10-122, provides instructions in characterizing, identifying the affected component and probable cause, and performing corrective action on data-related problems. Calibration procedures, when to calibrate, page 6-3, states that calibration of the cell-dyn sapphire instrument may be required when indicated by quality control data or after major maintenance and service procedures. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trend for the cell-dyn sapphire, list number 08h00-01, related to issues with discrepant plt results. Based on the investigation, no product issue was identified for the cell-dyn sapphire, list number 08h00-01, for issues related to discrepant results with plt. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.